Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the remote manager had malfuntioned. The field service engineer grease srm latch microswitches and rebooted resolve the issue. The serial number, UDI and manufacture date details kept blank since there was no medstation asset associated. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a pyxis medstation es system had remote manager malfunction. The customer reported that this malfunction occurred during the dispensing of medication, resulting in a delay. There were no adverse events or injuries reported based on this event.